Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are sensor glucose and blood glucose differences with the sensor glucose at 120 mg/dl and blood glucose at 300 mg/dl. The customer indicated that their blood glucose went as low as 40 mg/dl and a change sensor alarm was received. Troubleshooting advised customer to remove and change out sensor. Customer declined low blood glucose troubleshooting and wsa advised that new sensors would be shipped.